Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not replicate the arm faults but did see the faults in the system logs. The fse replaced patient side manipulator 1 (psm) for error 1, 702, and 23034. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce, but could confirm the reported issues via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the site was experiencing issues on arm 1. The site reported that they had to undock arm 1 and use arm 4 to continue with the procedure. The site tried power cycling the system twice before calling technical support. The technical support engineer (tse) reviewed the system logs and observed a non-recoverable error 1 power fault on arm 1, a 702 fault, and a 23034 fault indicating a stuck instrument clutch on arm 1. The site said they could not troubleshoot at the time. Not all troubleshooting was completed. The procedure was continued as planned with no reported injury.